Event description:
The facility reported the septum of the t-connector inverted during use in the ER, which resulted in a leak occurring. No pt injury or medical intervention was required. Although attempts were made by baxter, details were not available regarding pt info.